Manufacturer narrative:
The peritoneal catheter was returned into segments. The cut on the catheter appeared jagged. It is unknown how or when this damage occurred. The two segments were patent and passed leak testing when tested individually. The catheter also met all specifications or tensile strength and ultimate elongation. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears". A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our catheters are 100 percent inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter attached to the shunt appeared to be broken during surgery.